Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant procedure of left ventricular (lv) lead, cable distal deformation was observed. The lv was not implanted, and exchanged for a different lead. No patient complications have been reported as a result of this event.